Manufacturer narrative:
Investigation summary: investigation into this event determined that troubleshooting by the customer had loaded fresh immunowash fluid, replaced the iwf tip, prepared fresh qc fluids and loaded fresh slides, and the qc results were still biased. A field engineer visited the site and adjusted the ir wash module. After service, qc results were acceptable. The root cause of the event was instrument-related.

Event description:
A customer observed negatively biased phty qc results of the 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.